Manufacturer narrative:
(B)(4).

Event description:
It was reported "failure of the balloon to fully inflate after implantation of the balloon, resulting in failure of the balloon to f unction properly". To continue therapy, another catheter was used. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray/carton. Upon return, the supplied super arrow-flex (saf) sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The bladder was noted partially reinserted within the original packaging tray. The bladder was removed from the original packaging tray without any difficulty. Upon removal, no visual damage or abnormalities were noted to the bladder; the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample; no blood was noted within the helium pathway. No visual damage or abnormalities were noted to the retuned sample. The bladder thickness was measured at six points with measurements ranging from 0.0076in-0.0078in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "failure of the balloon to fully inflate" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "failure of the balloon to fully inflate after implantation of the balloon, resulting in failure of the balloon to f unction properly". To continue therapy, another catheter was used. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patients current condition is reported as "fine".